Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('scheduled her surgery a few days later') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("she gained most of her 19lbs back also.") And experienced peripheral swelling ("swelling in her legs"). The patient was treated with surgery (scheduled her surgery). At the time of the report, the medical device removal, weight increased and peripheral swelling outcome was unknown. The reporter considered medical device removal, peripheral swelling and weight increased to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.